Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0k49p, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the system was removed in (B)(6) 2014 due to an infection. The device was implanted on (B)(6) 2014 and had been in the left chest. The patient was scheduled to be re-implanted on (B)(6) 2015 with extensions and implantable neurostimulator and lead was re-implanted on (B)(6) 2015. It was unknown if perioperative antibiotics had been used. Signs and symptoms associated with the infection were swelling, drainage, incisional wound opening and they could feel the lead extension connector. The primary location of the infection was the head along the deep brain stimulator connector incision site. A culture was obtained and the organism was s. Epidermitis from the head incision. Intra-venous antibiotics were used to treat the infection. The patient outcome was the infection had resolved. It was noted that the patient had a pacemaker and required anticoagulation.